Event description:
It was reported that prior to starting a da vinci surgical procedure, one of the prongs at the bottom of the permanent cautery hook instrument fell out. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's proximal clevis to be broken. The proximal distal clevis has a piece that is completely broken off and missing which measured approximately .146 x .322. Failure analysis concluded that the broken clevis may be due to mishandling/misuse. Failure analysis investigation also found the instrument's main tube to be broken. The main tube is broken at the same location that the proximal distal clevis is broken. Failure analysis concluded that the broken main tube may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken clevis and broken main tube found during failure analysis if to recur could cause or contribute to an adverse event.